Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered three shocks due to low amplitude, myopotential noise and oversensing. It was decided to reprogram into the alternate vector. This system remains in service. No adverse patient effects were reported.